Event description:
The customer stated that she went to the emergency room due to high blood glucose levels. The customer stated that the insulin pump stopped delivering insulin. Troubleshooting was performed and found that the insulin pump had alarmed weak battery and battery out limit. The customer had not set the time and date after clearing the alarms. The customer declined to troubleshoot any further. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.